Event description:
Since the opening of the MRI operating rooms, the anesthesia providers have been complaining of poor performance from the invivo expression patient monitors. This year, one physician and other providers began documenting the problems in the internal adverse event reporting system. From this database, we have compiled 24 reports over the past 6 months. The typical complaints include: lack of st segment analysis. Frequent spo2 failures. Intermittent and inaccurate ecgs. Temperature probe failures. Blood pressure failures. The rooms are primarily intended for neurosurgical cases, but due to the high demand for or space are often used for non-MRI cases with patients that need high quality cardiac monitoring. In non-MRI rooms, the ge solar series monitors provide that level of monitoring. Currently, invivo monitors are the only monitors on the market that are MRI compatible so providers have to use them in the MRI suites.